Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment in packaging.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch, for the same issue of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open and unused sample with the needle detached from the thread (thread is still wound on the pack, and no aluminum pouch) and one closed sample. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. Needle attachment strength results conducted on closed sample received is 1.64 kgf in average and in minimum and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Although the result of the closed sample received fulfil european pharmacopoeia/ b. Braun surgical specifications, we considering that we have received one defective sample and taking into account that there is 12 previous complaints received of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received in the previous confirmed complaints showed that the needle was escaped from the thread. Final conclusion: taking into account the pictures received showing two defective samples and that there are previous confirmed complaints of this code-batch regarding the same issue, we conclude that this complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.